Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, compromised immune resistance, biomechanical overload, undersized implant bed, pain, bleeding.